Manufacturer narrative:
Lot unk. User (surgeon) failed to follow the ifus/instructions that was provided, to tape the string to the face. The device is sold one per pack, so the instructions for use are setup for them to be used individually. Product returned by the pt.

Event description:
Info provided by medwatch was received from customer contact who reported: pt had functional rhinoplasty and submucous resection of the left inferior turbinate. A merocel airway splint was trimmed, saturated with bacitracin ointment. A silk pull-out suture was placed, and (the merocel) was put into the left nasal cavity. The pt was checked out (c/o) coughing and sore throat. Thirty six hours later, the pt (reported he) was unable to breathe. (Pt) performed heimlich maneuver on self, coughing up the nasal airway splint. Dr has made a suggestion when only one nasal packing with splint is used in the future, he will tape the string to the face. Normally two (2) devices are used, and they are tied together.